Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported while in the o.r., the md inserted an iab sheathless into a petite pt for CABG support. A short time after completing the insertion and turning on the pump, the md noticed there was no augmentation. The iab was dc'd from the pump "to make sure helium was actually going into the iab, and it was." The iab was now going to be inflated manually and still there was no augmentation. The iab was removed and tested by the md. The iab only inflated within the distal part of the membrane. "There was no alarm on either of the pumps. The iab was replaced by a 40cc "because it was after hours and a 30cc was not available."